Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve blood leakage issue occurred. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported.

Manufacturer narrative:
(B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received on (B)(6) 2023. Air did not enter the patient¿s body. Approximate blood loss was about 20ml. The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).